Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance damaged product. An empty opened foil, a labeled winding former and a dispensed needle/suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿suture without holding block at the time of opening packaging, the sample is reserved for the report.¿.

Event description:
It was reported that a patient underwent a total hip replacement surgery on (B)(6) 2018 and a barbed suture was used. Upon evaluation of the returned device, it was found that the two sides of the fixation tab were broken. It was initially reported that during the procedure, the suture without holding block at the time of opening packaging, the sample is reserved for the report. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.